Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient stated that she applied a new sensor, and after a tai chi session she felt that she was low and took a sugar tablet. Her pump showed a cgm value of 120 mg/dl. She fainted but regained consciousness after 2-3 seconds. Her companion called for an ambulance. Emergency medical services (ems) checked her bg which was 150 mg/dl while the pump was showing 120 mg/dl. She was vomiting and felt cold while being transported to the emergency room (ER). At the hospital another bg was checked which was 120 mg/dl and the pump was showing 180 mg/dl. The doctors did not find anything unusual. Unspecified blood work was done, and all results were normal. No treatment was provided in the ER. She stated that her normal reading is between 100 to 150 mg/dl. She was released from the ER after 4-5 hours. At the time of the report she was back to her normal daily routine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.